Manufacturer narrative:
Product evaluation: analysis results not available; device discarded and will not be returned. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately following the procedure, the patient experienced "decreased o2 sats, pain, anxiety", and was admitted. "Pain control only during first admission." "Discharged to home on (B)(6) 2016 after first admit with dx of deviated septum, s/p septoplasty with instructions to continue pre-op meds and the addition of pain medication." Patient returned to ER experiencing "fever, weakness, wheezing and difficulty breathing". X-rays showed that "lung volumes are low. There is right basilar infiltrate suspicious for pneumonia." Patient admitted and "treated with ceftriazone and azithromycin." Second discharge was on (B)(6) 2016 with diagnosis of pneumonia and intractable sinus pain secondary to recent procedure and sent home with augmentin." The patient has since recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.